Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. On 1/4/2019, the mentor failure analysis lab received the device for evaluation. On 5/14/2019, device evaluation was completed. Device evaluation and investigation findings: upon receipt by mentor, the left device was received without fluid and could not be weighed. White and brown material was observed within the device and no foreign material on the shell surface. Pe observed creases running from the anterior to the posterior aspect. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were observed. Upon receipt by mentor, the right device was also received without fluid and could not be weighed. No foreign material was observed within the device or on the shell surface. Separate material measuring approximately 3.2 cm x 3.5 cm was discovered on the posterior aspect. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent, crease, and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number ip (B)(4). It was reported that a (B)(6) year old female patient underwent primary breast augmentation with an unknown size unknown saline implant and was presented with left side breast implant deflation postoperatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2017.